Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy, the device was applied at the anastomosis near neck to resect the stump however it did not fire. The black knob was able to move only till half and then the knob was stuck in between. Another reload was used to complete the case. There was no patient injury.